Event description:
A customer obtained 14 erroneously "reactive" hepatitis b virus surface antigen (hbsag) results. Upon repeat on a different instrument, the results were "non-reactive". The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were serum, centrifuged at 3,500 rpm for 5 minutes. Qc was within specification before and after the event. Per customer "no other assays were reported as having problems". A field service engineer (fse) was dispatched: the fse replaced the sample probe and cleaned the system of gel from collection tubes. The fse verified alignments, performed a carryover procedure and qc; all results met specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.